Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a left knee replacement 2 years ago. Patient was revised on (B)(6) 2018 due to loosening. Patient asked about warranty of the device. No further information was provided by the patient.